Event description:
It was reported when using the bd pyxis medstation es system remote manger kept failing from the refrigerator, preventing user from removing the required medication and causing patient care delays. The customer stated that they managed to get the medication from a different station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the remote manager kept failing due to latch corrosion and loose connection. A field service engineer removed the latch and cleaned corrosion on the micro switch then applied grease to resolve the issue. A supplemental will be created if additional information received from the customer. The system functioned as intended after the field service engineer troubleshooted the device.